Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the leads migrated out of his epidural space which was confirmed using fluoroscopy. The patient underwent lead revision procedure.